Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during the intraocular lens implantation a crack on the side of the optic was noticed positioned 90degrees away from the optic haptic junction. As crack was in periphery the lens remain in eye as not affecting visual axis. Lens forceps for loading came into contact with the lens at optic haptic junction but not where crack in optic was noticed. Additional information has been requested.

Manufacturer narrative:
Three photos were provided of an implanted iol. The photos appear to be of the same iol. What may be lens damage is observed, scraped edge and a possible scrape on the anterior surface near the edge. Unable to make any other determination, based on the photo. The file indicated, the use of a qualified associated cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The images display what may be a scraped optic. It is difficult to make a final determination, without evaluation of the physical sample. The root cause cannot be determined, based on available information. As crack was in periphery iol remain in eye as not affecting visual axis. The manufacturer internal reference number is: (B)(4).